Event description:
It was reported that the digital visual interface connector was coming out the left side of the video system center and not working properly. As a result of this, the monitor lost image. This was found during preparation for an unspecified diagnostic and therapeutic procedure; patient was not sedated at this time. The device was exchanged and the intended procedure was completed with no report of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, the following were found: there was a worn out video connector latch causing poor connections with the video cables; there was an old software (3.01) and a new one was recommended (4.10); there was no sdi signal due to a faulty printed circuit board; and there was no image with the 180 scopes due to a faulty patient board set. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation.   New information added to the following fields: h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that sdi (serial digital interface) signals are not displayed due to faulty printed circuit board and images are not displayed with 180 series scope due to faulty patient board set. Olympus will continue to monitor field performance for this device.